Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on anterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell assessed as inconclusive. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 21mar2024.